Event description:
It was reported that during a gastric bypass roux-en-y procedure, the generator gave a hand piece error. After troubleshooting the tip broke off in the patient. It was retrieved. A new device was used to continue the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.